Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed which revealed a damaged tube which caused a leak. The reported condition was verified. The cause of the condition was due to a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set leaked from the unspecified location. This was observed during priming. There was no patient involvement. No additional information is available.